Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and goes to 400 mg/dl and then it raise to 470 mg/dl. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with manual injection. Customer also reported that after dinner blood glucose level was 75 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also states that no auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.